Manufacturer narrative:
Initial and final MDR (B)(4)MDR (B)(4) device 2 of 2. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 01-july-2024, it was reported that the patient faced an event where two infusion sets misfired one after another. Patient needed replacements. No further information available.